Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found "the ins was received with no telemetry and no output. A normal recharge started automatically after one physician mode recharge and telemetry and output were restored. The ins passed functional testing. According to the trace report taken from the ins, this was the second time the ins battery had been overdischarged. The ins was last recharged while implanted on (B)(6) 2014 and went to the "lock/sleep" mode on (B)(6) 2014. It was not recharged until it was done in the analysis lab."

Event description:
It was reported the patient¿s implantable neurostimulator (ins) could not be recharged. It was stated telemetry/interrogation issues were experienced and that recharging had not been possible. It was further stated that because recharging had not been possible, the patient¿s ¿therapy hadn¿t been possible.¿ it was reported that replacement of the patient¿s ins would occur at the time of report as a result of the event. It was noted that prior to explant a new recharger was tested and patient reeducation was attempted. It was reported there were ¿no¿ patient symptoms or complications associated with the event. It was further reported the patient was alive and had required the replacement operation as a result of the event. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.